Manufacturer narrative:
Philips has investigated this complaint. The customer was contacted and they reported that they replaced and fastened the cable to solve the issue. No further information regarding the issue was provided and no service was performed on the device by philips. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation not requested; no response received for further information.

Event description:
It has been reported to philips that the monitor went black during the procedure. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer was contacted and they reported that they replaced and fastened the cable to solve the issue. No further information regarding the issue was provided and no service was performed on the device by philips. The codes were updated based on the investigation outcome. The reporting address line 1 and the reporting address city have been updated.